Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that restenosis and worsening coronary artery disease occurred. In (B)(6) 2012, the patient presented with unstable angina and myocardial infarction (mi), and coronary angiography was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 99% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.00x16mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented due to recent anginal symptoms and an abnormal myocardial perfusion scan suggesting inferolateral ischemia. The patient was diagnosed with worsening coronary artery disease and coronary angiography was performed. Nineteen days later, the patient was admitted and fractional flow reserve (ffr) analysis was performed. Subsequently, the 70% ostial stenosis of lad was treated with direct stent placement using a 3.0 x 9 mm non-bsc stent overlapping with the proximal edge of the previously placed study stent. Following post-dilatation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin and clopidogrel.